Manufacturer narrative:
Unable to perform the displacement, operating currents, self test, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to no button response. Unable to verify the failed battery alarm due to no button response. No button error alarm was noted. The pump was received with minor scratches on the display window, a cracked case at display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump received a button error alarm and failed battery test alarm. Customer's blood glucose was 93 mg/dl. Caller was advised that insulin pump would need to be replaced.